Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. Additional information: 1. Could you please provide more details for ""resulting in scattered residue""? It seems some plastic parts of reload fell off, which took time to clean the tissue. 2. Could you please clarify if there were any patient consequences? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. Additional information: lot#363c52 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that the patient underwent surgery due to the discovery of a left upper lung nodule on chest CT. During the surgery, the doctor used an electric endoscope linear cutting stapler and staple to cut lung tissue, resulting in scattered residue on the cartridge seat components. Some of them were embedded at the cutting edge of the lung stump, which could easily penetrate the lung tissue and cause potential pneumothorax. Medical staff immediately used surgical instruments to repeatedly clean the residue. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide more details for "resulting in scattered residue"? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if there were any changes in the post-operative care of the patient as a result of the event? Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.